Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance to try different button presses and then plugged pump into a working power source, after which display turned on and allowed access to features only while plugged in, and technical support arranged pump replacement while customer continued using current pump connected to power and planned to contact clinic for new device.